Event description:
An initiation of hemodialysis treatment, pt experienced an adverse reaction; he felt flush and short of breath. The pt's blood was returned, a new line from a different lot was set up and treatment was run with no further difficulty. Complaint sample has been returned for investigation. Follow-up phone calls with the facility indicate no further problems with this pt. He continues to use medisystems bloodlines and has not experienced any more adverse reactions.